Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during use in the operating room, suction was not possible.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. A potential root cause of the reported issue was unknown. The device met relevant specifications. Visual evaluation of the returned sample noted one opened (without original packaging), used 100cc silicone grenade suction evacuator. Visual inspection of the sample noted connected the tubing to the inlet port and the other end of the tubing was placed in a reservoir of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the evacuator was flattened to create negative pressure and the solution was able to be suction in the evacuator as intended. The device history record review could not be performed without a lot number. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that during use in the operating room, suction was not possible.